Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had sprung. It was also noted that the lp exhibited low sensing, high threshold and low pacing impedance. The lp was not installed and the procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The reported events of varying low voltage impedance, r-wave amp variation, inadequate capture, were not confirmed. As received, the device was above elective replacement indicator (eri). Visual inspection noted the helix length was out of specifications. Further analysis performed, including output verification, sensitivity test, and pli measurements which showed normal device characteristics without any anomalies contributing to reported event of high pacing impedance, r-wave amp variation, or inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.